Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture. It was discovered that the lead had dislodged. The lead was explanted and replaced. The patient was stable post procedure.